Event description:
Customer reports that the lumbar drain was pulled out by the physician. The distal tip of the catheter broke off. Tip of the catheter remains in the pt. The pt stayed an extra day in the hosp.

Manufacturer narrative:
Codman has received the device for eval. Upon completion of the investigation, a follow up report will be filed.